Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the force bipolar instrument had a broken wire during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator informed the black cord within the jaws of the instrument was broken, seen during procedure while surgeon was attempting to use as bipolar instrument. No bipolar cautery was able to be used causing us to look into why it was not working. The wire was broken and sticking out. There were no pieces observed to have fallen into patient. No other issues observed during procedure. Procedure completed with a different instrument. Instrument sent back to isi for evaluation.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken bipolar wire an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the distal end. Visual inspection showed no thermal damage. No portion of the conductor wire insulation is missing but the wires are exposed. The complaint regarding broken bipolar wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the instrument had wire damage during a procedure. The damaged/broken wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.